Manufacturer narrative:
(B)(4). G2: literature - watanabe s, kaibara t, feeley bt, zhang al, lansdown da, ma cb. (2025). Survival rate and outcomes of reverse total shoulder arthroplasty with a minimum ten-year follow-up using a trabecular metal implant. Bone jt open. 2025 oct 2;6(10):1171-1178. Doi: 10.1302/2633-1462.610.bjo-2025-0147.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that a patient underwent a revision procedure due to dislocation approximately 2 weeks post implantation. The patient underwent a revision of the polyethylene liner. Attempts have been made and no further information has been provided.